Event description:
It was reported that the pt was not feeling stimulation. Impedance measurements were all >4000 ohms and the pt had the device explanted and replaced. Add'l info from the pt's physician was requested.

Manufacturer narrative:
(B) (4).